Event description:
Additional information received from MFR on 04/29/1998: there has been no increase in any health-related complaint, including skin irritation, during the time period covered by the reporter's observations. No skin irritation, during the time period covered by the rptr's observations. No skin irritation or other health-related complaint received by proctor & gamble for any type of always unscented menstrual pad has met the criteria for reportability under the current MDR regulations (21 cfr 803). No samples of used or unused product were provided by the rptr. W/out specific identification of the products involved in the rptr's observations, product analyses and laboratory testing would not provide any meaningful information.